Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy3777 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "prior to cutting their 3cg PICC, they pulled back the wire but still found leftover wire in the end of the catheter that was trimmed." Additional information received 04/19/2022 ¿while inserting a dlpicc pt was prepped and measured for line length. The catheter was flushed and the guide wire was retracted to the appropriate length and the catheter was trimmed. The guide wire was then reinserted to the tip of the line to obtain an accurate sherlock reading. The line was inserted without incident proper placement confirmed by sherlock technology. While cleaning up I noticed a 3.5cm piece of magnetic wire. On the field . I then measured the guidewire in the catheter which was 3.5 cm short the entire wire is 78cm the magnetic tip is 7.5cm. I placed another dlpicc in the pts roommate and measured the wire post procedure it was 78cm long which included and intact 7.5cm magnetic tip.¿